Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Magnetic resonance imaging (MRI) was performed and the results indicate a rectal wall infiltration. A deep rectal wall invasion dissected the layers of the rectal wall towards the base of the prostate. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Magnetic resonance imaging (MRI) was performed and the results indicate a rectal wall infiltration. A deep rectal wall invasion dissected the layers of the rectal wall towards the base of the prostate. There were no reported patient complications as a result of this event. ***additional information received on (B)(6) 2022*** fiducial markers were administered transperineally and the procedure was done under local anesthesia. The patient was advised to wait 1 to 2 months before having a colonoscopy to ensure that the mucosa is healthy and there are no ulcers.

Manufacturer narrative:
Additional information received on (B)(6) 2022 block b5: incident narrative block h6: impact code block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17 is being used in lieu of an adequate code for, device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed